Manufacturer narrative:
(B)(4). This lot was manufactured february 7, 2015 to february 9, 2015. The device was received for evaluation. Visual inspection was performed and identified a floating particulate matter in the reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter floating within its balloon. This was found before use. The device was filled with fluorouracil hs. There was no patient involvement. No additional information is available.